Event description:
It was reported that during a laparoscopy with colon resection and diverting lupe ileostomy, the anvil did not engage with all four devices. The procedure was completed with a fifth device. There was no patient consequence.

Manufacturer narrative:
Date sent: 5/29/2007.